Event description:
Per the clinic, the patient developed skin overgrowth at the abutment site. Consequently, the patient underwent abutment removal and replacement surgery under general anaesthesia on (B)(6) 2026.